Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. In 2000, the pt presented with "radiculitis". The investigator noted the event as moderate in intensity. The physician prescribed unspecified pain medications and oral steroids as treatment. Physicial therapy was also prescribed and was reported as ongoing when the pt was last seen in 2000. The pt's condition was last reported as continuing without treatment by the investigator. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted nerve damage from herniated disc as a possible explanation for the event.